Manufacturer narrative:
Relevant tests/laboratory data: evaluation codes: methods : corrected data: system diagnostics and settings known prior to previous submission.

Event description:
It was reported that the suspect generator was replaced. The explant facility has a no-return policy for explanted devices. No additional information has been received to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow up #1 report previously submitted with incorrect date. Date received was 12/31/2019.

Event description:
It was reported that a patient's battery was depleted and he was experiencing increased seizures. The patient was referred for replacement. Exact battery status is unknown. The replacement has not occurred to date. No additional information has been reported to date.